Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. At the time of the patient's discharge from the hospital, the pt was reportedly in stable condition. The patient's device remained implanted at the time of the incident. This is the final report.

Event description:
During the review of the patient's medical records provided by legal, the company was informed that the pt experienced a csf leak during the implant surgery. Tisseel and fascia were packed around the array and the mastoid cavity was filled with sepragel. According to the doctor, the csf leak was somewhat anticipated because of the patient's ear anatomy. The pt remained in the hospital for two extra days due to the csf complication. The pt was prescribed keflex and colace and put on csf precautions of no strenuous activity upon discharge.